Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that an unknown duration post implant of this 29mm mitral bioprosthetic valve, it was explanted and replaced with a mechanical valve. The reason for the replacement was reported as valve deterioration. No additional adverse patient effects were reported.